Event description:
It was reported during a replacement procedure there was extension erosion which resulted in fracture of the extension insulation. The event resulted in in-patient hospitalization and explant of the extension. Event resolved without sequelae.

Manufacturer narrative:
Product ID: 387745, lot# b0398172k, implanted: (B)(6) 2006, product type: lead. Product ID: 747260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 387745, lot# b0398172k, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that neurostimulation no longer had effect. A system check was done and impedances were in range. The extension was fractured so a revision was done. The ins and extension were explanted and replaced. Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and replacing the device. There was an extension fracture. The extension was explanted and replaced. Diagnostics included surgical observation. During the procedure it was noted that there was extension erosion which resulted in a fracture of the extension insulation. It was reported that the patient experienced a loss of effect. The outcome was resolved without sequelae. Several hours after the procedure the patient noticed shocking stimulation. There was a replacement of a new implantable neurostimulator (ins) and the problem was resolved. The patient received adequate stimulation.